Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2013, a mitral valve replacement (mvr) was performed and this 29mm epic valve was implanted. The patient's postoperative course was uneventful. In (B)(6) 2015 at a routine follow-up visit, the mean pressure gradient was reported to be 3.3 mmhg. On (B)(6) 2016, valvular leakage and cardiac insufficiency were reported and an echocardiogram revealed a suspected cuspal tear. A re-do procedure was performed that day and the epic valve was explanted. A 27mm non-sjm carpentier-edwards perimount magna mitral ease heart valve was implanted in the mitral position. The patient recovered uneventfully post-surgery.

Manufacturer narrative:
The results of this investigation concluded there were tears in cusps 1 and 3. All three cusps had thinning of cuspal tissue with loss of collagen fibers. There was a focus of fibrin on the outflow surface of cusps 2 and 3. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, loss of collagen fibers, or tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.